Event description:
Boston scientific received information that during pre-implant testing this implantable cardioverter defibrillator (ICD) was found to be in safety mode. As a result, this device was not implanted. No adverse patient effects were reported. The device was never in service and will be returned.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis and when additional information will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was returned in an intact shipping box. The device was confirmed to be in safety core. Engineering level attempts to program the device out of safety core were unsuccessful. The pg case was removed. The battery voltage was normal. The battery was isolated from the circuit. An external power supply was connected. Current draw measurements were within the normal range. Device resets were observed in real time. An on-circuit low-voltage power supply was monitored during a reset, and voltage fluctuations were noted. An extra capacitor was placed in parallel with the low-voltage power supply capacitor. Device memory was then reloaded, and the device was monitored. No resets occurred with the capacitor in place. The capacitor was then removed and the device was monitored at various temperatures for several days. No further resets occurred. The cause of the device going into safety mode while in its shipping container is unknown.